Manufacturer narrative:
Product analysis: visual inspection showed that the male luer stem of the needle introducer appeared to have been inadvertently bonded to the female luer during assembly and when it was removed the luer cracked/split. The reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a dlp aortic root antegrade cannula with vent line, the customer reported that  after insertion, the cannula was fixed with a tourniquet to connect to the myocardial protection line, so an attempt was made to remove the puncture needle from the inner cylinder of the cannula; however, the screw lock that fixates the device and the puncture needle was extremely hard, so the lock was removed by using a forceps, but part of the screw lock was missing, so it remained inside then cannula. The customer stated that there was blood adhesion and the blood adhesion was due to the removal of the screw lock after puncturing and clotting was observed in the cannula. Usage of the cannula was discontinued. The cannula was replaced for the procedure. There were no adverse patient effects as a result of this issue. Additional information was received stating that the replacement cannula was inserted in the same puncture site as the initial cannula.

Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for a bonded luer connector resulting in the user being unable to remove the introducer needle. Visual inspection verified the device does have damage to the female and male luer's and both appear to be broken. No other damage was observed. Additional inspection of the device under magnification observed damage to both the inside of the male luer on the needle assembly and on the female luer fitting inside the cannula body and there appeared to be excess solvent. The excess solvent caused both components to be bonded together and would not allow for the device to unlock. This complaint is the result of a manufacturing issue, as the components were inadvertently bonded during assembly. The instructions for use do instruct the user to perform the following steps prior to insertion; "check the luer fitting connection by first holding the female luer adapter of the cannula and twisting the male luer of the needle assembly counter-clockwise. Withdraw the introducer from the cannula completely to ensure that the introducer can be withdrawn smoothly. Inspect the point on the introducer to ensure that the point has not been inadvertently bent or damaged. Carefully replace the introducer in the cannula, then re-engage the male luer and lock it into place by holding the female luer of the cannula and twisting the male luer of the needle assembly clockwise". Following these steps would prevent the blood adhesion and clotting the customer reported in the event description. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.